Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient's concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange of a textured device due to patient's concern with product. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange of a textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and flat creases. A weight test of the device was verified and the device was within specification. Voids and cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing.